Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis. No additional information provided at intake. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) was collected, and the patient was diagnosed with peritonitis. The patient was treated with intravenous (IV) vancomycin and IV ceftazidime. The patient¿s peritoneal effluent culture result returned positive for staphylococcus warneri on (B)(6) 2022 and the decision was made to remove the patient¿s pd catheter (not a fresenius product) on (B)(6) 2022. The patient simultaneously received a hemodialysis (hd) catheter (not a fresenius product) and was transitioned to hd therapy. The hpm attributed causality to a touch contamination event, however no additional details were provided. Per the hpm, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient is recovering but remains hospitalized, with no current plan for discharge. The patient will begin incenter hd following discharge, however he will likely return to pd therapy at a later date.

Manufacturer narrative:
Correction: g2.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported event was confirmed. The reported incident could be attributed to end user error in accordance with the complaint description.

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis. No additional information provided at intake. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) was collected, and the patient was diagnosed with peritonitis. The patient was treated with intravenous (IV) vancomycin and IV ceftazidime. The patient¿s peritoneal effluent culture result returned positive for staphylococcus warneri on (B)(6) 2022 and the decision was made to remove the patient¿s pd catheter (not a fresenius product) on (B)(6) 2022. The patient simultaneously received a hemodialysis (hd) catheter (not a fresenius product) and was transitioned to hd therapy. The hpm attributed causality to a touch contamination event, however no additional details were provided. Per the hpm, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient is recovering but remains hospitalized, with no current plan for discharge. The patient will begin incenter hd following discharge, however he will likely return to pd therapy at a later date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis (characterized by abdominal pain and cloudy effluent fluid), which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal and transition to hd for rrt. The hpm attributed causality to an unspecified touch contamination event. Per the hpm, the serious adverse events were not the result of the patient utilizing a fresenius device(s) and/or product(s). Additionally, no deficiency or malfunction was reported in relation to these events. Staphylococcus warneri is part of the normal human biota and is found in the mucosal membranes, and on the skin of humans. Furthermore, staphylococcus warneri is known to frequently cause catheter loss and the formation of biofilm. Based on the information available, the liberty cycler set can be disassociated from the events. There is no objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. Esrd patient¿s undergoing pd therapy are known to be at high risk for infections of the peritoneum.

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis. No additional information provided at intake. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) was collected, and the patient was diagnosed with peritonitis. The patient was treated with intravenous (IV) vancomycin and IV ceftazidime. The patient¿s peritoneal effluent culture result returned positive for staphylococcus warneri on (B)(6) 2022 and the decision was made to remove the patient¿s pd catheter (not a fresenius product) on (B)(6) 2022. The patient simultaneously received a hemodialysis (hd) catheter (not a fresenius product) and was transitioned to hd therapy. The hpm attributed causality to a touch contamination event, however no additional details were provided. Per the hpm, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient is recovering but remains hospitalized, with no current plan for discharge. The patient will begin incenter hd following discharge, however he will likely return to pd therapy at a later date.